Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow alarms; however, a specific cause for these events could not conclusively be determined through this evaluation. The controller event log file contained events from 02nov2025 through 12nov2025. Low flow hazard alarms were captured on 02nov2025, 03nov2025, and 08nov2025 through 12nov2025. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2025 and low flow alarms were noted upon interrogation. The patient was currently on milrinone 0.25 mcg/kg/min for right ventricular (rv) dysfunction. Log files were submitted for review and captured numerous intermittent low flow events between 02nov2025 and 12nov2025. The patient denied any symptoms related to the low flows. The low flows had not been resolved. They seemed to occur when the patient slept on their left side and resolved when the patient turned to right side which was reproducible during the office visit. The customer reported that the patient's rv dysfunction was present prior to lvad implant, the patient's echocardiogram from (B)(6) 2019 showed a rv ejection fraction of 19%. Lvad therapy did not cause, contribute to or worsen the patient's rv dysfunction. The plan of care for the patient was to stop their sildenafil, repeat a right heart catheterization (rhc) and review their computed tomographic angiography (cta) with the implanting surgeon to check for extrinsic outflow graft obstruction (eogo).